Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a procedure. The patient¿s right ventricular (rv) lead was explanted due to high impedance. The physician opted to replace the rv lead; a new lead was successfully implanted. The patient was in stable condition.